Manufacturer narrative:
Balt USA reference(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician wanted to treat an avm in the anterior region in an already damaged young patient with a hemiparesis from complications of an avm treatment 2 years ago. For this case from (B)(6) 2022, he used the marathon catheter from medtronic with our hybrid wire, which the client uses 2-3 times per week. The marathon with wire had to go through some tortuous vessels. Suddenly, the catheter flipped and created a loop in the media. The doctor managed to straighten out the loop. When he then proceeded with the angio, he noticed that the image no longer changed and he realized that the hybrid wire had broken. This break caused a big hemorrhage in the media. The marathon catheter was removed, the broken hybrid wire was pulled out, and the same marathon was re inserted with a new hybrid wire for further treatment. Unfortunately, the broken hybrid wire was discarded. The bleeding could not be stopped and thus the neurosurgeons had to relieve the head after the dina CT." On 15aug2022, additional information - "- could you please up date us on patient status to date ? The patients haaemiparesis has bevome a lot worse that before. - could you please tell us how the device was prepared? Like it is supposed to be, physician uses a los in one year. - could you please tell us if the physician felt any resistance during the navigation inside the marathon catheter? No he did not. - could you please tell us how was patient's anatomy? (E.g tortuous, difficult to access, regular etc...) Very tortous".

Event description:
It was reported that: "the physician wanted to treat an avm in the anterior region in an already damaged young patient with a hemiparesis from complications of an avm treatment 2 years ago. For this case from (B)(6) 2022, he used the marathon catheter from medtronic with our hybrid wire, which the client uses 2-3 times per week. The marathon with wire had to go through some tortuous vessels. Suddenly, the catheter flipped and created a loop in the media. The doctor managed to straighten out the loop. When he then proceeded with the angio, he noticed that the image no longer changed and he realized that the hybrid wire had broken. This break caused a big hemorrhage in the media. The marathon catheter was removed, the broken hybrid wire was pulled out, and the same marathon was inserted with a new hybrid wire for further treatment. Unfortunately, the broken hybrid wire was discarded. The bleeding could not be stopped and thus the neurosurgeons had to relieve the head after the dina CT." 15aug2022, additional information - "- could you please up date us on patient status to date ? The patients haaemiparesis has become a lot worse that before - could you please tell us how the device was prepared? Like it is supposed to be, physician uses a los in one year - could you please tell us if the physician felt any resistance during the navigation inside the marathon catheter? No he did not - could you please tell us how was patient's anatomy? (E.g tortuous, difficult to access, regular etc...) Very tortous" the patient suffered from hemiparesis since the first procedure (avm treatment 2 years ago) and the second procedure((B)(6) 2022) led to an additional consequence "partial facial paresis and she lost modulation capacity of her language

Manufacturer narrative:
Balt USA reference #(B)(4) this reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The device investigation was performed by legal manufacturer balt extrusion. Summary as follows: the affected device hybrid007d was not returned to balt extrusion for inspection. As a result, we could not proceed to the full analysis of the reported event. This analysis was based on the manufacturing records for this specific batch and the information provided by the hospital. The lot history records review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - a sliding test is performed by sampling. - the aspect of the welding is 100% controlled. All tests mentioned above complied with the specifications for the affected lot number. Our database has registered no other complaint on this batch number. During our investigation, we were unable to obtain the catheter navigation images. But we were able to gather the following information: the physician used the marathon microcatheter with the hybrid and had to navigate through some very tortuous vessels, passing through the m1, a1 and a2 segments to treat the avm in the anterior region. The anchoring was not ideal due to the anatomy, requiring the physician to apply forward tension. This maneuver led to the formation of a catheter loop. The catheter loop was about 2-3 mm in diameter, which was larger than the diameter of the artery and could have led to the hemorrhage. After that the physician straightened the loop and tried advancing the hybrid again. He then realized that the distal part of the hybrid was no longer moving, and that the hybrid was broken. The hemorrhage did not occur at the level of the avm but at the level of the loop. After that, the hybrid was removed in its entirety. The physician re-inserted the same marathon catheter to finish the procedure, but the hemorrhage was too severe. He stopped this procedure to perform a craniotomy and embolize the vessel. The hybrid guidewire and the marathon catheter used were compatible. Indeed the catheter has an internal diameter of 0,013 inch which is compatible with the use of the hybrid007d with an external diameter of 0,007 inch. The hybrid is compatible with microcatheter compatible as per the labeling requirement. Based on our post-marketing surveillance database and the information provided the hemorrhage observed during the procedure is probably due to the catheter loop. The rupture of the hybrid potentially occurred during the formation of the loop or when straightening the catheter. We also know that the incident occurred in a very tortuous area where greater forces are exerted to navigate. The navigability of the hybrid may also be altered if the hydrophilic treatment has not been activated during the preparation. In conclusion, we are not able to accurately determine the origin of the hybrid rupture because there are many parameters to take into accounts such as the patient anatomy, lack of hybrid hydration, or forces applied during navigability. The quality of the product does not seem to be involved in the issue experienced even if we cannot conclude the precise root cause of this incident. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.